Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during an implant attempt, the patient's left ventricular (lv) lead had considerable friction when attempting to insert the guide wire. The lead was not used as physician suspected the lead was compromised. Another lv was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.